Event description:
A customer reported that results for a single patient sample, obtained from a vitros 350 chemistry system, were associated with the incorrect patient. No discordant patient results were reported to the clinician, as the customer identified the error because the assay test results obtained were not as requested for the affected patient. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The customer re-uses patient sample ID numbers. The customer re-used a sample ID that had pending tests stored in the analyzer. The device labeling, located in the vitros 250/350 operator manual on page 7-7, describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. After the issue was identified, the customer repeated the affected patient sample. The intended vitros assays were processed and the results obtained were associated with the correct patient demographics. The root cause of this event is user error. The vitros 350 analyzer was operating as intended.